Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the results of a clinical trial that approximately twelve months post stent placement in the femoral artery, routine duplex ultrasound demonstrated in-stent stenosis. Routine duplex ultrasound also demonstrated in-stent stenosis during the subject's twenty-four and thirty-six month follow ups. There was no reported intervention performed. The patient completed the study; therefore, the current status of the patient is unknown.

Event description:
It was reported through the results of a clinical trial that approximately twelve months post stent placement in the femoral artery, routine duplex ultrasound demonstrated in-stent stenosis. Routine duplex ultrasound also demonstrated in-stent stenosis during the subject's twenty-four and thirty-six month follow ups. There was no reported intervention performed. The patient completed the study; therefore, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: no sample and no images were provided for evaluation. In this case the lesion was stenosed. However, after pre dilation, stent placement and post dilation, there was no residual stenosis. The stent was implanted without malfunction. Based on the information available a definite root cause for the event reported could not be identified. Labeling review: in reviewing the labeling for this product it was found that the IFU sufficiently addresses the potential risk. The IFU states that 'arterial occlusion/restenosis of the treated vessel' is a potential adverse events that may occur. In regards to repeated pta the IFU states: 'the long-term outcomes following repeat dilatation of endothelialized stents are unknown.' The stent deployment procedure was found to be properly addressed in the IFU. In regards to balloon dilation the IFU states: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' (Expiry date: 01/2016), (manufacturing date: 02/2014).